Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the battery release, side bail covers, ring cover, heart block, main seal, heart wire contacts and side bails were contaminated, the lead flex cover was corroded, the battery contacts were compressed, and the ring bail was bent. Further analysis was performed on the main pcb. This analysis found that a capacitor component on the pcb caused the battery removal test failure.

Event description:
It was reported that the external pulse generator shut off prior to the 15-second expectation when the battery was removed for replacement. Even when tested with a new battery the situation recurred. The generator has been returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).